Manufacturer narrative:
The lot number of the device was unknown. The customer identified two possible lot numbers (plots). The possible lot numbers are 4060954 (expiry date 04/01/2024 , MFR date 04/01/2019) and 4006856 (expiry date 03/01/2024 , MFR date 03/01/2019). The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a spinning spiros that was found to be leaking chemotherapy from the base of the spiros connecting to the syringe. It was reported that when the syringe was prepared there were no signs of the leaks and no evidence of leakage when nurse took the syringe out of the sealed bag before delivery. The leakage only occurred when they tried to inject fluorouracil ebewe 50mg/ml in 13.5ml (20ml syringe) into the patient¿s access port. There was patient involvement and new medication was prepared. There was no harm reported to the patient.